Event description:
It was reported that during attempted closure of an unspecified access site, the proglide suture came out unraveled when the rail suture was pulled. This occurred with 4 to 6 proglide devices relative to an unspecified procedure. The ultimate method to achieve hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
Date of event estimated. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 5 additional proglide devices referenced are filed under separate medwatch report numbers.